Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical devices: item number: 00598800300, wedged tibial plate,  lot: 63506369; item number: 00545001730, femoral cone,  lot: 63392061; item number: 00544705336, tibial cone,  lot: 62380724;        item number: 00598801014, stem implant,     lot: 63260023; item number: 00549003410, distal femoral augment,  lot: 63141884; item number: 00549003410, distal femoral augment,  lot: 63322074;   item number: 00598801012, stem implant, lot: 63390299; item number: unknown, unknown bearing, lot: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03653, 0001822565 - 2020 - 03663, 0001822565 - 2020 - 03664. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain, swelling, difficulty ambulating and a possible allergic reaction to nickel and chromium approximately 4 years post-implantation. No medical intervention has been reported to date. Attempts have been made and no additional information is available at this time.